Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a patient is having some allergic type symptoms and the surgeon believes it could be related to the bio-composite material of the patient's ar-1927bcf-3 and ar-2324bcc implants. Additional information obtained 1/11/21: the case was performed over 4 years ago. It was a supraspinatus repair. Sales representative has requested additional information from the surgeon who has yet to provide a response.